Event description:
According to the reporter, during a diagnostic lap open sigmoidectomy, during the use of the fourth reload, the device was improperly fired. The device should have been able to fire eight times. The issue was resolve by closing the patient using a silk suture. No patient injury and the patient were transferred to post anesthesia unit.

Manufacturer narrative:
D10 concomitant product: gia8038l, gia8038l gia 80-3.8sgl use loadingunit, (lot#p3j0883). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.